Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that shock impedances had been high for the past year, and technical services (ts) recommended considering commanded shocks for further evaluation. Review of the shock channel showed some small noisy signals. In addition, the battery longevity estimate went from 12 years to 11 years in a few days. Review of device data showed full interrogations every day for the past few days, and ts explained that battery measurements likely factored in this significant telemetry usage. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead fracture was suspected. The patient was considering not replacing the lead. Technical services (ts) provided resources for the patient to speak with to discuss potential questions and concerns. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient was seen at a new clinic with a referral for possible lead extraction. Review of remote monitoring data revealed the highest out-of-range shock impedance measurement over the last year was 132 ohms. Technical services (ts) recommended 41j commanded shock to evaluate the impedance measurement during shock delivery and to determine whether to revise the lead vs. Continued monitoring. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that shock impedances had been high for the past year, and technical services (ts) recommended considering commanded shocks for further evaluation. Review of the shock channel showed some small noisy signals. In addition, the battery longevity estimate went from 12 years to 11 years in a few days. Review of device data showed full interrogations every day for the past few days, and ts explained that battery measurements likely factored in this significant telemetry usage. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead fracture was suspected. The patient was considering not replacing the lead. Technical services (ts) provided resources for the patient to speak with to discuss potential questions and concerns. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient was seen at a new clinic with a referral for possible lead extraction. Review of remote monitoring data revealed the highest out-of-range shock impedance measurement over the last year was 132 ohms. Technical services (ts) recommended 41j commanded shock to evaluate the impedance measurement during shock delivery and to determine whether to revise the lead vs. Continued monitoring. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system was explanted and not replaced, as the patient's ejection fraction had improved. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that shock impedances had been high for the past year, and technical services (ts) recommended considering commanded shocks for further evaluation. Review of the shock channel showed some small noisy signals. In addition, the battery longevity estimate went from 12 years to 11 years in a few days. Review of device data showed full interrogations every day for the past few days, and ts explained that battery measurements likely factored in this significant telemetry usage. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead fracture was suspected. The patient was considering not replacing the lead. Technical services (ts) provided resources for the patient to speak with to discuss potential questions and concerns. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient was seen at a new clinic with a referral for possible lead extraction. Review of remote monitoring data revealed the highest out-of-range shock impedance measurement over the last year was 132 ohms. Technical services (ts) recommended 41j commanded shock to evaluate the impedance measurement during shock delivery and to determine whether to revise the lead vs. Continued monitoring. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system was explanted and not replaced, as the patient's ejection fraction had improved. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Correction to aware date of supplemental report #3 from (B)(6) 2023.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that shock impedances had been high for the past year, and technical services (ts) recommended considering commanded shocks for further evaluation. Review of the shock channel showed some small noisy signals. In addition, the battery longevity estimate went from 12 years to 11 years in a few days. Review of device data showed full interrogations every day for the past few days, and ts explained that battery measurements likely factored in this significant telemetry usage. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead fracture was suspected. The patient was considering not replacing the lead. Technical services (ts) provided resources for the patient to speak with to discuss potential questions and concerns. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that shock impedances had been high for the past year, and technical services (ts) recommended considering commanded shocks for further evaluation. Review of the shock channel showed some small noisy signals. In addition, the battery longevity estimate went from 12 years to 11 years in a few days. Review of device data showed full interrogations every day for the past few days, and ts explained that battery measurements likely factored in this significant telemetry usage. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that right ventricular (rv) defibrillation lead fracture was suspected. The patient was considering not replacing the lead. Technical services (ts) provided resources for the patient to speak with to discuss potential questions and concerns. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that the patient was seen at a new clinic with a referral for possible lead extraction. Review of remote monitoring data revealed the highest out-of-range shock impedance measurement over the last year was 132 ohms. Technical services (ts) recommended 41j commanded shock to evaluate the impedance measurement during shock delivery and to determine whether to revise the lead vs. Continued monitoring. This implantable cardioverter defibrillator (ICD) system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) system was explanted and not replaced, as the patient's ejection fraction had improved. No additional adverse patient effects were reported. This ICD was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. This report will be updated upon completion of analysis. Correction to aware date of supplemental report #3 from 5/25/2023 to 5/3/2023. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a red alert was identified via remote patient monitoring due to high out-of-range shock impedance measurements greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead. It was noted that shock impedances had been high for the past year, and technical services (ts) recommended considering commanded shocks for further evaluation. Review of the shock channel showed some small noisy signals. In addition, the battery longevity estimate went from 12 years to 11 years in a few days. Review of device data showed full interrogations every day for the past few days, and ts explained that battery measurements likely factored in this significant telemetry usage. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.